Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined there was delay in order crossing over. A technical support specialist (tss) dialed into the station and verified es version 1.7.4; device manager did not list the lumidigm device and showed an unknown device. Log review confirmed no recent lumidigm activity and indicated that the component had been removed. Troubleshooting per knowledge article, bioid not working in hta nor medapplication - medapp logs show "problem while initializing bio ID" was performed, but driver reinstallation failed with a, failure copying lumidigm files error and the issue persisted after reboot. Tss then proceeded to dispatch field service engineer (fse). Fse replaced the bio ID hardware and installed new drivers and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cath 3, required a witness for user sign-in. The customer stated that there was a delay in patient care. There was no adverse events or injuries reported based on this event.